Event description:
On 02/14/2022, it was reported by a arthrex employee via sems that a ar-6410 pump tubing is not working correctly it is expelling too much solution. This occurred on (B)(6) 2022 during a shoulder arthroscopy when the tubing began to expel too much solution. The case was completed successfully, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. The device was not returned, but videos were provided for evaluation. The videos display an excessive water flow with low pressure settings in the pump. The water level inside the tubing chamber is higher than expected, and the black balloon is fully deflated. This is indicative of an air leak around the chamber area. A likely failure point that could cause this is the tubing connection between the chamber and the white pump connector. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.